Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's device has been verified to be old, has lived its life span and needs to be replaced. This is the reason for the device to not be working. The cause of the lead migration still remains unknown. No further information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v027463, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome 1. It was reported that the patient needed to get help because their implant wasn't working. The hcp was told that it was expected for their device to be at end of service because they had a hard stop at nine years. The hcp reported that the lead had moved. No further complications reported.